Event description:
It was reported the patient presented with a right ventricular (rv) lead that had perforated confirmed by ultrasound. During repositioning of the lead, the lead was damaged due to aggressive manual traction. The lead was explanted and replaced. There were no patient consequences.